Event description:
It was reported that during the implant procedure the lead's middle lobe would not deploy after several attempts. The lobe would move by hand, but not by using the proximal end. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was received and analyzed. The lead was returned with only one lobe deployed (most distal). It appears that saline solution is dried up in the lobes; therefore the lobes could not be deployed. There was deformed tine/lobe noted.